Manufacturer narrative:
Date of event: the peritonitis events "repeatedly" occurred on an unreported date since july 2022. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor hygiene. The patient was hospitalized and was treated with cefazolin (intraperitoneal) for the event. It was reported that the patient "repeatedly" experienced peritonitis 10 to 15 days after discharge. The cause of the other peritonitis events were due to poor hygiene. Treatment with cefazolin remains ongoing. Pd therapy was ongoing. Patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.